Event description:
It was reported that pump touchscreen was cracked and shattered after customer fell or rolled onto pump, and customer could not read or use display. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.